Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter in the mid and distal 1/3 of the right superficial femoral artery, vessel dissection and av fistula were identified. It was further reported that a drug coated balloon and a stent graft were used to treat the patient. Approximately 3-month post index procedure, patient expired.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of investigation, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter in the mid and distal 1/3 of the right superficial femoral artery, vessel dissection and av fistula were identified. It was further reported that a drug coated balloon and a stent graft were used to treat the patient. Approximately 3-month post index procedure, patient expired.